Manufacturer narrative:
H3: product analysis ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the phenom 27 catheter was returned inside the inner pouch, bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the catheter tip, marker, and body were examined; no damage or puncture was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. No leaking was observed during flushing. ¿ conclusion: based on the returned device, the customer report of "catheter puncture" was not confirmed, as no damage or puncture was found. The root cause could not be determined. In addition, no issue was found with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event is unknown. The surgery was completed by replacing the stent. The guidewire used was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a phenom 27 catheter puncture with a guidewire. The patient was undergoing dense mesh stent-assisted embolization surgery for treatment of an right c5 segment aneurysm. The access vessel femoral artery with a diameter of 8.8 mm. It was noted the patient's vessel tortuosity was normal. It was reported that during the procedure, the guidewire came out 0.5 cm from the tip of the stent catheter. The system was removed, and the stent catheter was replaced. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a long sheath naiv6f115, t-14 guidewire, phenom 27 stent catheter (230505313), phenom 17 embolization catheter, and a ped-375-20.